Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns" and rupture confirmed via mammogram. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, deformation and creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns" and rupture confirmed via mammogram. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Later, healthcare professional reported "swelling, pain and tightness" and silicone both on the inside and outside of the internal capsule"